Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching all the lumens proximal to the suture sleeve tie impression. The etfe cable coatings were undamaged while the ptfe liner was abraded in this location. The cause of the external insulation abrasion was consistent with friction to the device can and the reported event.

Event description:
Related manufacturer report number: 2017865-2018-15825. During follow-up, oversensing due to noise was seen on the right ventricular (rv) and right atrial (ra) leads. A lead revision was performed to explant and replace both leads. The patient was in stable condition following the procedure.